Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered eight shocks due to atrial fibrillation with aberrant conduction. No changes were performed. This device remains in service. No further adverse patient effects were reported.